Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Surgery was delayed approx one hour because four of the five screw holes would not accept a locking screw.